Event description:
Pt's meter was reading inaccurately high. Friend reported pt having very bad headaches with blood glucose readings of "500 mg/dl and 565 mg/dl". They reported that pt took medication following the testing of their blood glucose level. Based on the high readings pt was taken to the ER, where pt had a blood glucose reading of "178 mg/dl" on the physician's meter. The time difference between the meter readings and the ER reading was not reported. Pt was treated with an unknown IV. The customer service rep walked pt's friend through a control solution test and it passed, however, the meter started displayed three dashes (---). The csr walked them through resetting the meter options and inserting a new test strip. The meter kept displaying three dashes (---) and would not advance to the next phase of the testing process. The csr replaced the meter based on the unresolved issue. The medical affairs specialist was unable to reach the pt after several attempts. Mailed letter.